Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the surgeon had to reopen the wall of the uterus to retrieve the needle.¿ can you confirm that the needle was retrieved during the same procedure or was there any separate procedure scheduled to retrieve the device? Please clarify procedure name and date? Were there any unexpected outcomes or complications as a result of this suture needle pull off event what medical/surgical intervention was providedwhat is the condition of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, when closing the uterus, when tightening the last stitch, the needle pulled off from the thread and fell into the uterus wall. It was reported that the surgeon almost pricked himself and had to reopen the wall of the uterus to retrieve the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: can you confirm that the needle was retrieved during the same procedure or was there any separate procedure scheduled to retrieve the device? Yes, the needle was retrieved during the same procedure. (B)(4). Date sent to FDA: 04/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.